Event description:
The customer reported that the system displayed an interlock failure error message. This resulted in loss of system functionality. There is no report of injury of death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on gib was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.